Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump alarmed "no disposable, clamp tubing and pump won't run alarm upon restart. Settings were reviewed and the pump was turned off. The tubing was also clamped and massaged. The cassette was removed and gently tapped on a hard surface, then reattached. Upon restart, the alarm returned. The reservoir volume was 7.9, the rate was 4.9, and 90.70 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.